Event description:
A (B) (6) female patient with short common iliac arteries underwent aaa repair on (B) (6) 2010. The procedure consisted of placement of a zenith main body graft and two zenith iliac legs. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. Suitable working length of the right iliac leg graft was thought to be 25mm, and the iliac leg graft was placed on the main body graft with two stents overlapped. However, the iliac leg was landed into external iliac artery and right internal iliac artery was occluded which was unexpected. Another manufacturer's stent was placed to secure the distal part of the right iliac leg graft since the sealing was seemed to be inadequate. The status of the patient after the procedure was no problem.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to this case, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, sizing requirements. The static images that were returned were not adequate to determine the patient's suitability for evar. With the information provided it appears that the patient's distal fixation site length in the right common was less than expected. The correspondence indicates sufficient overlap between the main body and iliac leg. The complaint device has a short working length (37mm). However, the right internal was still covered during deployment. There is no evidence of a design or process induced failure of the complaint device. This event may have occurred due to poor planning and sizing and/or insufficient distal fixation site. The physician did state, "it was hard to specify the bifurcation of right internal iliac artery since it was bifurcated at back side of the superior division of common iliac artery." It should be noted that per the IFU, "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.